Manufacturer narrative:
Additional internal manufacturer investigation determined the events of the urinary tract infections (uti), a complex cystic lesion, and rising prostate-specific antigen (psa) levels are not related to the device or therapy. The patient provided details to their medical history that indicated they had a history of utis and prostate cancer with elevated psa levels prior to the implant of the device. The symptoms were assessed as likely related to the patient¿s pre-existing diagnosis.

Event description:
It was reported that the patient had return of symptoms. The patient would like to know if the ins (stimulator) can cause damage to the prostrate. He was having trouble and states his psa (which was his cancer level) has gone very high. He saw his cancer doctor who states the psa (prostate-specific antigen) level was 3.1 and had increased to 6.3. The stimulation helps in preventing utis. When he has uti's, the uti's irritates the prostate which was when the prostate was irritated, and causes the psa level to elevate. It was noted, the patient had the prostrate cancer in 2011 and damage to the prostate from radiation therapy in 2008. The prostrate cancer back in 2011 and patient had cryogenic therapy in 2011. Growths found in the chest which was found due to a CT scan in 2013. The patient had spinal surgery in 2013 and colonoscopy in (B)(6) 2015. Bone scan shows clean and cancer free on (B)(6) 2015. He had a cat scan of abdominal and pelvis which states they found a "complex cystic lesion in the subcutaneous tissue adjacent to a spinal stimulator and was slowly increasing versus much older studies." The patient was wondering if the lesion was from the pressure of the ins (stimulator) and the prostate. The cancer doctor was not sure and he would like to do another psa level to see if the level goes down. The cancer doctor was wondering if the ins was injuring the prostate and in turn causing the psa level to rise. The orthopedic doctor wants to do investigative surgery and the managing physician wants to start the patient on luteinizing hormones. The patient states the hormones destroys the testosterone which causes the patient to loose muscle mass and basically turn the patient into a eunuch. He used to get up 2 to 3 times a night. He noticed a return in symptoms and he was getting up 7 times a night and also an increase in urine incontinence and had to wear more men pads. The nurse told him that normally patients have their stimulation up about 9 and states, the patient's stimulation was very low at 2.2. So, he had increased the stimulation to 4.4 and states at this setting was when his symptoms returned. He felt like he was sitting on a marble and the stimulation setting was causing him pain. On (B)(6) 2015, he turned off stimulation and that was when he realized the stimulation was causing him pain in the pelvic area. Once he turned off stimulation the pain stopped and he no longer felt like he was sitting on a marble. On (B)(6) 2015, the patient passed a blood clot. He let the cancer doctor know about the blood clot. He was bleeding internally in 2012 but they cannot find out from where. He turned back on stimulation on (B)(6) 2015 and states he was currently set on 2.2 and states, he was very comfortable and states he was only up 2 times last night and his bowel movements have returned to normal. Additional information provided by the patient reported that the change came after going from 2.2 setting to 4.4 setting over months of adjustments. The uti¿s happened earlier. The patient was told he would be better off if he increased the setting. The actions taken to resolve return of symptoms, increase in psa, and uti¿s was the patient lowering the setting back to 2.2 and finally turning the unit off. This was done on (B)(6) 2015. The patient having psa test on (B)(6) 2015. The patient was anxious to find out on (B)(6) 2015 if this was successful. It was reported that the symptoms disappeared with-in two hours after device was turned off. The patient will find out on (B)(6) 2015 of psa back to normal. Uti¿s not a factor, the patient haven¿t had one in months.

Manufacturer narrative:
Product ID 3889-28, lot# va03n2k, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).